Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage on keypad trace. The insulin pump received with minor scratches on display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus for her dinner meal when the device alarmed. Customer's father didn't know the customer's blood glucose level. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.